Event description:
Reportability changed based on product analysis completed on 6/9/2008. It was reported that in preparation for a percutaneous coronary angioplasty procedure, shaft damage occurred. After performing all the required connections from the rotablator console, the physician wanted to check the functionality of the burr outside the pt. Without introducing the burr on the guide wire, the physician activated the burr, first using the dynaglide speed of the rotablator, and then at approx 180,000 rpm. As the bur speeded up, the physician felt that the device produced a unusual sound. The physician then stopped and realized that the burr had captured its distal plastic shaft and had destroyed its shape. The procedure was completed without further complication with another burr of the same kind. Returned product analysis revealed substantial damage to the plastic sheath.

Manufacturer narrative:
It was noted with the returned product that the distal end of the catheter sheath was damaged. The burr was inside the catheter sheath. The burr was removed from the catheter sheath. The catheter handshake connection was connected to a positioning fixture, and the complaint unit was found to be within specification. When the catheter handshake connection was connected to the positioning fixture, a tug test was also performed to examine the integrity of the handshake connection, and no issues were noted with the complaint unit's handshake connection. From analysis of the returned complaint burr, it was noted that the distal end of the catheter sheath was damaged and the burr was inside the catheter sheath. It is most probable the burr slipped into the catheter sheath and during rotation of the burr, the catheter sheath became damaged. The device history record of this batch has been reviewed. There were no issues or non conformances found that are related to these defects. The device history record review confirms that this rotalink burr unit met all material, assembly and performance specifications. The root cause of this complainant is determined to be handling damage.